Manufacturer narrative:
The devices subject of the reported event have been returned to the supplier for evaluation. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that during two separate procedures their supercut scissors broke. A short delay was reported in both procedures to swap out the scissors for another pair. The procedures were completed successfully. No report of injury.

Manufacturer narrative:
The devices subject of the reported event were discarded by the user facility and not returned to the supplier for evaluation. Without the returned devices, a root cause of the reported event could not be determined. The device history records were reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. A 2-year complaint review indicates this to be an isolated event outside of this user facility. No additional issues have been reported.